Event description:
The customer reported that the unit did not "fire." No other information was provided by the customer. A replacement device was used to complete the case. No patient injury occurred. On 8/15, the customer provided additional clarification that the seal had not deployed out of the delivery tube. This is a reportable event.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.